Manufacturer narrative:
G4:22jan2021. H11:g5:k102985. H10: the service engineer (se) inspected the device and replaced the touchscreen. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 17feb2021.

Event description:
It was reported that the ventilator's touchscreen was inoperable. There was no patient involvement.